Manufacturer narrative:
The insulin pump had unresponsive button due to corroded keypad trace. The insulin pump was tested with a test keypad and no frozen display noted. The insulin pump had a crack on the reservoir tube lip and scratched on display window noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm, keypad anomaly, and frozen display. The blood glucose at the time of the incident was 125 mg/dl. The customer states the pump alarmed motor error and the display froze. During the motor error alarm the buttons became unresponsive. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.